Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Is this event related to a device failure / deficiency? (Any inadequacy in the identity, quality, durability, reliability, safety, or performance of an investigational device, including malfunction, use errors or inadequacy in information supplied by the manufacturer.) No was this event an anticipated / expected event? Yes was surgical intervention required? Yes is this event related to the procedure? No is this event related to a pre-existing condition? Yes please note that the above causality assessments are the study/hospital sites reported assessments of the event. The site initially reported the event of enlarging abdominal aneurysm in the study database on (B)(6) 2025. The event description was: enlarging aneurysmal suprarenal abdominal aorta now measuring 5.4 x 5.0 cm. Event was treated with a tevar extension. The site reported this event as being not related to the device. The site also reported that there was no device deficiency. Please note that this event is being reported to qa complaints based upon the namsa medical monitors (mm) causality assessment. The mm reported this as possibly related to the relay stent-graft. The namsa safety spreadsheet which was submitted to ta on 26-aug-25 has been provided separately. The following imaging is available in the medidata database: pre-procedure CT (B)(6) 2024), discharge/30 day CT (B)(6) 2024), extension pre-procedure CT (B)(6) 2024 x 2), extension implant xa (B)(6) 2024), extension discharge/30 days CT (B)(6) 2024), unscheduled visit cts (B)(6) 2025, (B)(6) 2025). Source/medical notes for this event are not currently available in the study database. Other adverse events reported for this subject include the following: cardiogenic shock, deep vein thrombosis, post op a fib, type 2 endoleak (start date: (B)(6) 2024, outcome: ongoing), mediastinal widening, lue mild swelling (edema), and post op hyperglycemia. An export of the information available in the study database for this subject to date has been provided separately, as has the namsa safety tracker confirming the mms assessment of this event. Please see details of reported medications (as required to be logged per study protocol) in export under concomitant medications." Patient outcome: "the reported event outcome is ongoing. The subject remains in the study."